Event description:
It was reported that the dressing is not 100% water resistant. The water can seep into dressing and it may cause wound infection for the patient.

Manufacturer narrative:
The device was not evaluated due to the sample was not returned for investigation. Investigation results: the investigation result does not find any fault in the manufacturing process controlled by (B)(4). No action is required in (B)(4) because it is a non-manufacturing related complaint. Once the sample received, an assessment will take place to make further investigation.